Event description:
It was reported that at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Updating record based on completed investigation.

Event description:
It was reported that at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.